Manufacturer narrative:
This is one of two device reports associated with this event. MFR #1225714-2015-07746, 1225714-2015-07747. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiffs attorney alleged that the patient experienced unspecified injuries and subsequently expired, which is alleged to have been caused by the patients exposure to the product administered during dialysis treatment.